Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of blower foam degradation inside the blower kit. In addition, the device had dust contamination. The device was scrapped by the service center after the evaluation was completed.